Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, all conductors were stretched and had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress), had cosmetic environmental stress cracking, a white substance on it and a cosmetic depression. The lead was stretched and visual analysis noted apparent explant damage.

Event description:
It was reported that the lead had high pacing thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.